Event description:
It has been reported that a trial 11/12mm stem with a 12mm distal pilot became caught in the pt's humerus after being inserted and removed multiple times. The surgery was delayed two hours to remove the trial. Surgery was completed with a 10mm stem.

Manufacturer narrative:
Evaluation summary: visual examination of the returned devices did not reveal any anomalies aside from surface scratching. Based on the lot number the devices have an approximate field age of 5 years and 6 months for the trial stem and 11 months for the distal pilot. Based on a conversation with the representative that was present at the surgery, the surgeon used an unapproved combination of reamers. Additionally, it was discussed that the surgeon made several head resections and did not re-ream the humeral canal as specified in surgical technique. With the information provided the most likely cause for the trial stem impingement is incorrect reamer technique and reamer - distal pilot selection. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications. The parts were dimensionally inspected and found to be conforming where measured.